Event description:
The manufacturer received information alleging the device failed to calibrate during device testing. No harm or injury was reported. The device's active exhalation control module was replaced to address the issue. Preventive maintenance was also performed and the device passed final testing.